Event description:
Reportable based on device analysis completed on 08nov2025. It was reported that the coil was unable to advance in the introducer sheath. A 6mm x 20cm interlock coil was selected for splenic artery embolization. During the procedure, the coil was unable to push through the introducer sheath due to high resistance. The procedure was completed using an alternative method. There were no patient complication as a result of this event. However, device analysis revealed that the introducer sheath was detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the introducer sheath was bent and detached. Visual inspection also revealed that the pusher wire was kinked at the heat shrink tfe (tetrafluoroethylene) tubing section.